Event description:
Nurse was caring for a cooperative, alert and oriented patient. Nurse entered patient's, room and found IV tubing had come apart at a stationary site. IV fluid pouring out onto the floor.